Event description:
Consumer stated the seat cracked. In speaking with the end user she stated the dealer helped with getting her a new seat. She is not sure how the seat cracked but got pinched once so called customer. No injuries reported. Was not able to find the serial number.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. The owner's manual part number 1148075, rev.b(jul-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed. Please note: any further information received will be filed in a supplemental report. The end user stated that she had just started using the unit in the past 3 months.

Manufacturer narrative:
(B)(4) supplemental report is being submitted to correct awareness date entered in error on the initial report.